Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, the device failed to deploy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report # 2024168-2015-02620, the following clarifying information was received which amended the initial details stating one proglide device was used was inaccurate. Three devices were used on a single patient. The first proglide device had been filed under medwatch report # 2024168-2015-02618. The second proglide device had been filed under medwatch report # 2024168-2015-02619.

Manufacturer narrative:
(B)(6). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The link separated from the swage end of the anterior cuff could result in a suture retrieval issue and could appear similar to a cuff miss; therefore, the reported complaint was confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The reported cuff miss, and the additional proglide device used to achieve hemostasis appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.